Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent liver resection utilizing a hybrid technique versus stapler-only technique between august 2014 and december 2021. It was noted that during the stapler-only method, the liver was transected, and the hepatic veins and portal triad were divided using a straight 60mm loading unit. There were 492 patients included in the study, the total (n) patients for the stapler-only procedure were 340 with 12 deaths resulting in the 3.9% mortality. Outcomes and cost of major liver resection using combined ligasure and stapler: a propensity score matching study, sepehr abbasi dezfouli, arash dooghaie moghadam, nastaran sabetkish, elias khajeh, ali ramouz, ali majlesara, markus mieth, de hua chang, mohammad golriz, and arianeb mehrabi, 2025, journal of clinical medicine.

Manufacturer narrative:
D10 concomitant products: unegiatri, unknown egia tri staple (lot#:unknown), unegiatri, unknown egia tri staple (lot#:unknown), unknown egia su, unknown endo gia sulu (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown), unknown ligasur, unknown ligasure instrument (lot#:unknown) sepehr abbasi dezfouli, arash dooghaie moghadam, nastaran sabetkish, elias khajeh, ali ramouz, ali majlesara, markus mieth, de hua chang, mohammad golriz, and arianeb mehrabi, outcomes and cost of major liver resection using combined ligasure and stapler: a propensity score matching study, 2025, journal of clinical medicine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.